Event description:
It was reported that during the generator change procedure, the right atrial (ra) lead exhibited high pacing impedance. The ra lead was capped and replaced on (B)(6)2023. The patient was stable throughout procedure.